Event description:
Voluntary medwatch received states that the right atrial lead exhibited an unspecified oversensing resulting in false detection of atrial tachycardia/ atrial fibrillation (at/af) episode. No intervention or patient condition was reported.